Event description:
Allegedly, post 2nd revision patient had hip infections. (Left).

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00770, -00771, -00772, -00774, -00775, -00776.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.